Event description:
It was reported that the preloaded intraocular lens(iol) was explanted from patient's right eye. As the patient had a hyperopic miss; +1.66 d. Patient was unable to read in her day to day basis (book, labels, signs, etc.) Because the hyperopic miss. The lens was replaced with a drt lens with 26.0 diopter in a secondary procedure. There was no patient injury. There was no medical/surgical intervention required. After new lens the patient's vision was slightly blurry but later it improved and is doing good.

Manufacturer narrative:
Section a3b: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 4/18/2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut in half with the pieces stuck together. The lens pieces were separated and cleaned revealing a scratch on one half of the lens. No further evaluation was performed. Conclusion no issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.